Event description:
It was reported the programmer will not interrogate certain families of implantable pulse generators. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the electrocardiogram (ECG) connector was loose, the system fan and power supply were noisy and the keyboard cable was damaged. (B)(4): analysis found that the radiofrequency (rf) head would not interrogate due to the cable being out of specification.